Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device displayed a false ventricular tachycardia (vt) alarm during patient use. The patient involved was reported to not have experienced harm or adverse impact.